Event description:
A malfunction alarm was reported, indicating an issue with the pump. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer was assisted by technical support to reset the pump, and the malfunction did not recur, allowing the customer to continue using the device.